Event description:
It was reported that during a procedure the fiber gradually began to fire forward from the tip of the fiber and the aim beam became dim. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient or user harm due to this event.